Event description:
The customer reported that the probe arm of the ortho provue analyzer was broken and the copper wires were exposed. The customer continued to use the instrument after the issue was identified. No injuries/harm were reported. An exposed or broken wire may have the remote potential for electrical shock for fire.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the site and found the ground wire was broken. The fe replaced the ground wire to return the instrument to expected operation. The customer has not logged any complaint against this analyzer since this incident.